Manufacturer narrative:
Note: product reference 4433734 is not cleared for sales in the USA, but it is similar to the product reference celsite brachial cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other similar complaint has been reported on this access port batch sold since may 2016. Investigation: we have received the involved device. The catheter is cut is 3 segments. No manufacturing defect is observed. The rupture faces are clear and shiny. They are characteristic of a rupture done by a sharp object. Dimensional measurements: the diameters of the catheter, of the connection ring and of the exit cannula have been measured. All the measurements are compliant with the specifications. No visible manufacturing defect was detected on the returned device. Conclusion: - the catheter is cut in 3 pieces. - no manufacturing defect was detected on the returned device. The elements in our possession do not allow us to determine the exact root cause of the catheter rupture declared by the complainant. Indeed the two ruptures observed on the catheter have been performed by a sharp object. This seems to show that the catheter was damaged during the implantation procedure or during the device explanation. As a rare incident, no corrective action is envisaged.

Event description:
Catheter rupture after the port implanted. Then the doctor explanted the port and implanted a new one.